Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm with a report of air in the patient line during initial drain was not confirmed due to a lack of sample. The cause was undetermined. The lot number is unknown; therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a low drain volume alarm that appeared on the homechoice (hc) unit during initial drain. The home patient (h) reported air in the patient line after multiple troubleshooting steps did not clear alarm. The technical service representative (tsr) had the hp press stop and assisted the hp to end therapy. The tsr advised the hp would need to start over with new supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample is not available for evaluation. A follow-up MDR will be submitted if further information becomes available.